Manufacturer narrative:
Insulin pump received alarming failure of flash memory followed by and new software error released alarm, problem isolated to mother board. Unable to perform self test and displacement test due to failure of flash memory and new software error released alarm.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer's blood glucose was 263 mg/dl. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.